Manufacturer narrative:
(B)(4). Evaluation summary: the leak was caused by the broken tubing at the male luer.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. During visual inspection a leak was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an intermate was leaking. This malfunction was identified before use when the device was still in the overwrap. The unit contained pamidronate 90 mg in 250 ml in 0.9% nacl. There was no patient involvement. Additional information was requested and is not available.